Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient reports two episodes of pink tinged sputum on follow up a few days after a superdimension procedure. On (B)(6) 2016 physician assessed event as a bronchopulmonary hemorrhage. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.